Event description:
Philips received a complaint on the heartstart xl indicating that the device was not able to start up. The patient was undergoing cardiac hemi-membrane replacement and developed ventricular fibrillation when his heart resumed beating, which required to use the defibrillator. Customer immediately use another device. There was no patient harm or injury reported. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Analysis was performed by customer only. Based on the results of the analysis provided by customer, the reported problem was determined to be due to a component failure. The root cause of the component failure could not be determined. The issue was resolved by replacing the battery and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating that, during heart valve replacement surgery for the patient, the heart stopped beating. The patient was put on a heart-lung machine, and when the heart restarted, ventricular fibrillation occurred, requiring a defibrillator. However, the defibrillator monitor was unable to start up and could not be used. A defibrillator was borrowed from the intensive care unit downstairs. The defibrillation was performed, and the patient's heart rate returned to normal. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.